Event description:
It was reported that catheter stuck in stent. An opticross imaging catheter was selected for use. During the procedure, a stent was placed in the iliac vein. The stent ended up moving in the inferior vena cava. The physician noticed the opticross catheter and wire got stuck in the stent struts after placement when he put back into for intravascular ultrasound (ivus) image. The physician believes this is what caused the stent to move.